Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the hospital was unable to interrogate the patient's device. Follow-up revealed that the patient was later seen at their clinic, and the device was interrogated showing normal function. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.